Event description:
It was reported by service report that the foot end of bed is drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nuts on lift motor.